Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Patient demographics requested however not provided.

Event description:
It was reported that the filter leaked during a saline infusion at a rate greater than 200 ml/hr. The customer requesting a larger filter for rapid infusions. Although requested, no further details were provided by the customer for this event.